Event description:
It was reported that this left bundle branch (lbb) was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted as the lead helix was bent and stretched. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the lead helix was bent and stretched.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the lead helix was bent and stretched. Further information indicated that the lead will not be returned. There were no adverse patient effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted as the lead helix was bent and stretched. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted as the lead helix was bent and stretched. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the lead; however, it was indicated that the lead will not be returned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Also, review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the lead helix was bent and stretched. Further information indicated that the lead will not be returned. There were no adverse patient effects.